Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault, battery faults) was confirmed. Upon evaluation, the was unable to complete essential performance testing. The cause of this was a physically damaged ca board. Additionally, the monitor's electrode belt receptacle was damaged and was unable to connect to an electrode belt. The root cause of the damaged ca board cannot be positively identified. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving discharge profile and battery faults.